Manufacturer narrative:
(B)(4). No device was returned for evaluation by the manufacturer. However, a device from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples (200) were taken from the current production and were visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed for a proper and thorough investigation. A root cause cannot be determined. No corrective actions can be assigned. If the sample becomes available, this report will be updated. Teleflex will continue to monitor customer feed back for complaints of this nature.

Event description:
Customer complaint alleges the device leaked during a patient use. There was no report of patient harm. There was no report of necessary medical intervention.